Event description:
Patient had a balloon pump via the right femoral artery. The nurse practitioner was at the bedside to remove the balloon pump and femoral arterial line. Nurse practitioner (np) ordered a femostop to the right groin. Femostop applied, red lock was removed and clamp closed. When inflating the femostop, the display that reads the mmhg went blank. There was no way to measure how many mmhg were applied. The femostop was removed-manual pressure was applied to the right groin by np and another femostop was obtained and applied.